Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that twos (t-wave oversensing) occurred during an episode of vt (ventricular tachycardia), resulting in the multiple shocks being delivered. Sensitivity and other settings were adjusted and the lead remains in use. No further patient complications have been reported as a result of this event.